Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter contacted the nurse to notify of this incident of increased intra-peritoneal volume (iipv) that was found during the device log review. The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). A review of the device logs confirmed the iipv event. Internal/external visual inspections revealed no problem. The cause for the iipv found in the device logs was determined to be insufficient drain due to false empty detect at initial drain and at previous therapy last drain. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 2. The patient's ultrafiltration (uf) reading was 967 ml, indicating the home patient (hp) drained 967 ml more than the largest prescribed fill volume of 1500 ml. This meant the total drain volume was 2467 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.